Manufacturer narrative:
The field service engineer (fse) found the cell blank and cell rinse water levels were higher than normal. The fse adjusted both water levels, verified the water pump pressure and cell detergent were at the correct levels. The instrument was verified by performing a cell blank measurement and a 21-cup precision. Calibration was last performed on (B)(6) 2022 and was acceptable. No qc data was provided. It could not be determined if the customer¿s qc was acceptable prior to the event. No issues were identified during a review of the alarm trace data. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of qc issues for multiple tests and questioned low results for multiple patient samples tested for ca2 on a cobas 8000 c 702 module. The customer provided discrepant results for 1 patient sample: the initial result from the c702 module was 5.5 mg/dl. This result was reported outside of the laboratory. The sample was repeated on a different c702 module with a result of "9.something" mg/dl. The customer could not provide the exact result. The repeat result was believed to be correct. The ca2 reagent lot number was 58959501 with an expiration date of 28-feb-2023.